Event description:
It was reported that the device was used during a thoracoscopy. It was reported by the rep that (1) ez45b was used to resect lung and upon insertion of the cartridge, it became dislodged. The cartridge was retrieved and removed. A new ez45b instrument was opened and used to complete the case. There was no consequence to the patient.